Event description:
The medicines company has developed calculators to calculate crcl for patients assisting in angiomax dosing. However, the calculators do not ask for ideal body weight. This could lead to an error in calculating an estimated creatinine clearance and perhaps an inaccurate dose placing patient at risk for bleeding.